Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the physician was trying to re enter the common fem artery from below. The balloon was loaded over the wire from an access point in the posterior tibial artery. The balloon was advanced. It was inflated and the first stiff wire was introduced. The physician but a torque device on the wire and was pushing and twisting the wire. At that point the wire kinked and a new one was requested. The second wire was introduced and the physician tried again. The wire would not advance through to the true lumen after significant effort. The case was aborted. No patient injury was reported. Evaluation summary: as the balloon noted in the complaint narrative was not included with the returned specimen, it is not possible to test for fit/compliance within the balloon. The specimen presents numerous bends/kinks of varying severity and frequency, scattered over the length of the device proximal of the manufactured tip bend with scraped ptfe coating in the vicinity of the complimentary kink damage located 244.7 to 245.6cm from the distal tip. No other damage or inconsistencies are noted to the specimen at this time. All joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct.